Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a charge time-out alert delivered. A reforming of the capacitor was performed and the capacitor maintenance interval was adjusted. No further intervention has been taken at this time and the patient was stable with no consequences.